Event description:
It was reported that a small volume folfusor leaked within the sealed overpouch. This was identified when the delivery was opened prior to use. The device contained 5256mg fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between june 2, 2023 - june 6, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples shows fluid inside the bag that contains the device which suggests a leak may have occurred. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.